Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported that the sensor was giving erroneous sphb readings. No known impact or consequence to patient was reported.

Event description:
The customer reported that the sensor was giving erroneous sphb readings. No known impact or consequence to patient was reported.

Manufacturer narrative:
The returned sensor was analyzed. During analysis, the sensor passed all visual and functional analysis. The returned product was determined to be functioning as designed.